Manufacturer narrative:
Device evaluation summary: kinks were observed on the graft cover 4.6cm and 7.9cm from the tip. A kink was observed on the graft cover immediately distal to the strain relief. The delivery system handle was disassembled; no abnormalities were observed to the silicone seal. Bunching and kinks were observed on the inner peek tubing. The inner peek tubing and the tip capture did not move independently possible due to the damage visible to the inner. The cause of the deployment/expansion difficulties could not be determined through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aneurysm. It was reported during the index procedure during deployment of the stent graft, the tip capture mechanism failed to release. Troubleshooting attempts following the IFU were attempted but the tip capture mechanism would not release. The physician converted to open chest repair to implant the stent graft. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.

Event description:
Two other stent grafts were previously implanted in the patient. It was reported that there was at least one previously implanted device in the patient that was a medtronic device - valiant captivia stent graft (B)(4), which was implanted six years prior to the reported event. Another unknown stent graft, most likely a talent taa device, was implanted seventeen years previously. There were no alleged malfunctions with these devices leading to the procedure during which the reported event occurred.

Manufacturer narrative:
Film evaluation summary: the reported inability to deploy the tip capture on the valiant captivia was confirmed; however, the exact cause could not be determined from the films provided. The cause of the multiple events seen prior to the deployment issue also could not be confirmed. The anatomy at implant is unknown, and the original talent implant date is also unknown. CT¿s returned from 2013 initially showed a single implanted talent taa stent graft, which revealed that the connecting bar (c-bar) and bare spring had both fractured. The cause of the fractures are unknown. It is possible that the c-bar fracture occurred due to inappropriate c-bar orientation at implant (orientated along the anterior and inner-curvature of the thoracic), instead of along the outer curvature as per the IFU. It is also possible that the c-bar fracture may have then led to the bare spring fracture which was located on the same radial position. The reason for implanting the valiant in 2013 could not be determined. It appears likely that continued taa expansion and the endoleak observed in the films led to the 2019 decision to implant the valiant captivia. The cause of the taa expansion is unknown, and the t ype/source of the endoleak could not be determined. It is likely that disease progression (aortic dilatation) had occurred along the proximal seal, and it is possible that this had led to a proximal type I endoleak. A type iii fabric endoleak coming from the talent also cannot be ruled out; possibly caused by a fabric tear that may have been related the fractured c-bar. The cause of the tip capture mechanism failure to release cannot be determined from the films. Analysis of the returned films did not reveal any anatomical or stent graft anomalies that could explain the reported event. An unknown anatomical or procedure issue may have led to this event. A device issue cannot be ruled out as a potential cause. The delivery system has been returned for investigation and the results will be summarized in a separate report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.